Manufacturer narrative:
A CT scan of the brain was performed and showed vasogenic edema on the right partial lobe. An MRI showed multiple small enhancing lesions with edema in the right occipital lobe, also lesions in the right frontal area. These lesions had the appearance of multiple acute emboli with edema, most likely related to the carotid stented area. The patient was diagnosed with a cerebral vascular accident with an embolic infarction. Multiple tests were performed to confirm diagnosis and the patient did very well during her stay in the hospital. The patient also underwent a lumbar puncture. At the time of discharge, all blood cultures and lumbar cultures were negative. A repeat MRI of the brain was performed and showed some regression of the lesions. It was felt that the lesions were embolic in nature. The patient was restarted on her aspirin and plavix and discharged home in improved condition the following month. The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
Twenty-eight days after the patient was discharged, she returned to the hospital with a feeling of confusion and was diagnosed with an embolic stroke. The patient is a female patient who was consented to the study in 2008. The target lesion location was the ostium of the right internal carotid artery. There was no occlusion in the contralateral carotid. The vessel was described as eccentric, moderately calcified, concentric and circumferential. Vessel tortuousity was mild. The rate of stenosis was 80%. An angioguard distal protection device was deployed distal to the lesion. The lesion was pre-dilated. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The procedure was completed. The patient left the angio suite neurologically intact. The patient was discharged three days later. The patient returned to the emergency room on the following month. The patient delivers medication for a pharmacy and while driving felt somewhat confused, as if she did not know how to operate the turn signal. The patient stated that the whole episode of confusion lasted approximately 45 minutes and since then has returned to normal. The patient was started on lovenox and coumadin secondary to the possibility of stroke.